Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI d10: (B)(6) 02-010-06-0330 - tru cc femoral size 3 right. (B)(6) 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6) 02-012-61-6000 - tru offset stem ext coupler, 6mm. (B)(6) 02-012-64-1880 - tru fluted stm ext 18mm x 80mm blast. (B)(6) 02-012-66-2000 - metaphyseal tibial cone, ml32mm. (B)(6) 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) a10012 - gps implant kit v2. G3: added 510k number. H4: added device manufacture date. H6: corrected medical device problem code and type of investigation. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 41 months after a right knee replacement procedure, the patient experienced prosthesis wear. No further issues or complications were reported. No additional information is available.